Manufacturer narrative:
Other, other text: g1,2 email is: regulatory.responses@icumed.com. While performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2023-10356 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Other text: b3: date of event unknown. One device was returned for evaluation. Visual inspection revealed scratches on the lens and a worn downstream occlusion (dso) seal. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated and verified; error code 4222 was found on the pump. The root cause of the reported issue was determined to be a software timeout. Software was downloaded and no further action was required. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an error code 4222. It is unknown if there was patient involvement, no adverse patient effects were reported.